Event description:
It was reported that death occurred during the use of an unspecified bd oral syringe. The following information was provided by the initial reporter: material #: unknown, oral syringe batch #: unknown. It was reported by customer that patient passed away, cause of death not provided by reporter. Pt passed away, cause of death not provided by reporter. Product description: oral syringe w/tip cap 5ml.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.4.: the initial reporter also notified the FDA on 11sep2023. Medwatch report # mw5145652. B.3. Date of event is unknown; awareness date has been used for this field. B.3. Date of death is unknown; date of medwatch report has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been corrected: b.3. Date of event: 11-sep-2023. The voluntary report has no specific date for date of event or date of death. The date chosen for these fields in the MDR were chosen to match the date the voluntary report was filed with the FDA. H3 other text : see h10.

Event description:
It was reported that death occurred during the use of an unspecified bd oral syringe. The following information was provided by the initial reporter: material #: unknown oral syringe. Batch #: unknown. It was reported by customer that patient passed away, cause of death not provided by reporter. Pt passed away, cause of death not provided by reporter. Product description: oral syringe w/tip cap 5ml.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that death occurred during the use of an unspecified bd oral syringe. The following information was provided by the initial reporter: material #: unknown. Oral syringe batch #: unknown. It was reported by customer that patient passed away, cause of death not provided by reporter. Pt passed away, cause of death not provided by reporter. Product description: oral syringe w/tip cap 5ml.